Event description:
The affiliate stated the customer reported false positive troponin I (access accutni) results, within the risk stratification range, for two patients, involving access accutni used in conjunction with the unicel dxi 800 access immunoassay system. Initial results of 0.184 ug/l and 0.242 ug/l were obtained, respectively. Results of duplicate retests on un-centrifuged samples were 0.018 ug/l and 0.026 ug/l, respectively. Results of retest on a centrifuged aliquot were 0.013 ug/l and 0.029 ug/l, respectively. The customer reported results of 0.013 ug/l and 0.029 ug/l to the hospital. There was no patient consequence or change in patient treatment associated with this event. The customer indicated all system parameters, including qc, calibrations and system checks, were performing within assay and instrument specifications prior to and after the event. No sample integrity issues were noted, and no system issues were identified. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.